Manufacturer narrative:
A4 - patient weight was added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient¿s leads were explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2021-16262, 1627487-2021-16263, and 1627487-2021-16264. It was reported the patient's leads had migrated. As result, the patient may undergo surgical intervention on a later date.